Event description:
The customer alleged audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged failure. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.